Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-03714. It was reported that patient experienced ineffective stimulation. X-rays were taken of both leads. One lead had migrated. The other lead was fractured, and lead diagnostics showed it also had high impedances. No falls were reported. Surgical intervention was undertaken wherein both leads were explanted and replaced. Therapy was restored.